Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed the test cut. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that on an unknown time, on an unknown date, the device was producing rough and not smooth skin in 3:1. It is unknown if there was patient injury, or delay. During device evaluation, the cutter failed the test cut. Due diligence is completed and there is no additional information available.